Manufacturer narrative:
The product was received in good condition with no visible damage observed. Device interactions were not related to the reported fault condition. (Even though the tube was not setup, sensor led turned on green) was confirmed bubble not detected. The complaint was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a bubble sensor failure occurred. Out of box failure of the metriq pump occurred, prior setup of the tubing the bubble sensor led turned green. No patient complications were reported.